Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during implantation phase of the rings that there was no difficulties with the first lower ring. During the insertion of the upper second ring there was a strong resistance along the tunnel. This forced the surgeon to opt for a mechanical method. The rings have been implanted correctly.

Manufacturer narrative:
Three videos were given for review. Video one showed the surgeon making different marking points on the eye. However, the screen was sideways and it was difficult to see which side was temporal and which side was nasal. The surgeon marked the central cornea and then marked just above that (on the sideways video) at the limbus. A circular ring pattern was then placed onto the cornea (surrounding the pupil). Pachmetry was then performed on the eye. The eye went out of focus and the video ended. Video two showed the patient's eye was docked. The mires were centered by the surgeon. The control point was aligned to the surgeon's markings. The laser was applied. Video three showed the image was sideways again. The completed laser was seen and bubbles were visible from the scope. The surgeon scored the cornea with an instrument. The surgeon then introduced a blunt square-edge instrument at the edge of the ¿tunnel¿ insertion site (at 12 o¿clock), then a clear plastic ring was attempted to be inserted into the corneal-tunnel (on the right half of the cornea). On the left half at about 11 o¿clock, the surgeon noticed that the tunnel-space was not 100% clear. The ring attempted to be inserted and was unable to progress like the other one. The surgeon used the blunt-square instrument to open the incision site a little wider and a second circular instrument was attempted to be inserted into the tunnel (unsuccessfully in the same spot). The blunt instrument tore the incision a little wider and the circular instrument was again inserted in the tunnel space. The circular instrument passed through the spot in the tunnel (which was stuck down), all the way through to the 6 o¿clock position. There was something dark in the anterior chamber, which was visible. Large sutures were seen attempting to close the wound when the video ended. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).